Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the second firing of the device with a green load, the cartridge could not be loaded. The scrub tech was looking at the device to see why the cartridge could not be loaded and saw that the cartridge pan from the first firing was still in the device. The cartridge pan was removed from the device. The device was reloaded and fired six more times. After each firing, the staple line was bleeding. It is unk why the staple line was bleeding. The bleeding was controlled by clips. There was no blood transfusion to the pt. See scanned pages.